Event description:
Reporter indicated that a dc-dc code of 7 and limit was obtained during a lead test in 09/2001. Additionally, the pt had no reaction following a magnet swipe on the same day. The pt was last seen in 7 weeks prior to lead test and did illicit a response following a swipe of the magnet at that visit, however the site had never run a lead test before. The pt has recently been put into a group home. It was preported that since the july office visit, the pt has had an increase in seizures (4-5 per month as opposed to 1-2 per month). Physician plans to replace the lead.